Event description:
I had mentor smooth round moderate plus profile silicone gel implants for nine years. A month after getting a mammogram in 2018, I became very ill. Within 12 months, I had 38 of 50+ symptoms of breast implant illness (bii) that affected my daily life. After seeking answers from my general practitioner, three different pulmonologists, a rheumatologist, a cardiologist, a neurologist, my gynecologist, a chiropractor, an acupuncturist, a masseuse, an allergist, and three different plastic surgeons along with several trips to the ER and several testing, procedures, x-rays, CT's, an MRI, and multiple positive antinuclear antibodies (ana) results, an elevated rnp igg antibody. I was diagnosed with raynaud's syndrome, narcolepsy, and connective tissue disease within 12 months of which none of these run in my family and I have no history of any of them. I decided to have my implants removed a little over a week ago on (B)(6) 2019. Within 1 week of explant, I no longer have constant back pain, my right leg below my knee is no longer numb (was completely numb for 12 months), my leg is no longer "purple-laced" (mottled skin, the rest of my skin is no longer red, the white part of my eyes are white again, my fingers and toes have not gone numb nor turned white (raynaud's syndrome), and my inflamed shoulder muscles have gone down significantly. This illness literally crippled me; bed-ridden at times before explant. The public and drs need to be aware and educated of the long term effects of breast implants. Why would the human body eventually not reject all of those chemicals and heavy metals, yet the mfrs are continuously protected while the ill pt is continuously misdiagnosed. Plenty of evidence has proven the health risks of breast implants, as well as, the health improvements after removing these devices, it's time we finally address this issue. Burning in upper back, neck / shoulder pain, shooting pain in breasts - right leg below knee: completely numb and / or tingling, raynaud's syndrome: both hands and feet, muscle weakness, muscle stiffness, muscle pain / joint pain, brain fog / memory loss, bloating in abdomen, especially after eating. Elevated heart rate, low grade fever / chills / sweats, urinary incontinence, fatigue, constantly exhausted. Diagnosed with narcolepsy after 2 sleep studies. Blurred vision / dry eyes, weight gain 15 lbs / swollen, headaches, skin: mottled skin on both legs, skin: sores bruises on left hand - skin: reddish /dry - hair: dry / breaks off and falls out. Horizontal indention across right thigh, symptoms that have resolved since explanting 11 days ago. I am off my narcolepsy medicine and am able to stay awake all day. Brain fog is getting better - have not had one headache, muscle / joint pain is getting better. FDA safety report ID# (B)(4).